Event description:
It was reported the patient never had therapeutic effect. In addition, it was stated the patient had forgotten about the device and had not noticed stimulation for the past 3 to 4 days. At the time of the call, stimulation was increased from 1.11v to where they could feel it. About two weeks later, it was indicated the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. Additional information indicated on (B)(6) 2015 that the device never worked for him and also he would like MRI guidelines. The patient reported never had therapeutic effect. The patient stated he was the same as before he had the device implanted and has seen no improvement. The patient had a few adjustments and still had no luck. The patient was going in for one more adjustment and if it doesn¿t work after that he was going to consider taking it out. The patient reported felt stimulation in his back. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0g6fr, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).